Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during dissection of the greater saphenous in the groin, it was noted that an adjacent venous structure was "nicked" during dissection. Shortly after, the pt became hemodynamically unstable and the right heart started to fail. This was attributed to an co2 embolus. The pt was emergently placed on cpb and stabilized. Vein harvest was completed by open technique. The insufflation pressure was 12mmhg. The cvp at the time is unk. Currently, the pt is doing well.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).